Event description:
Syringes are leaking after refrigeration. Syringes were filled with an antibiotic (colomicine). They were leaking out of fridge after a couple of hours because they needed to be re-labeled and it was noticed that they were leaking. The customer used this antibiotic with this product before with no problems.